Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use was deformed causing leakage. The following information was provided by the initial reporter: rubber stopper in 10ml ll syringe is defective and disformed allowing medication to leak past the stopper medication has ability to leak out of syringe as plunger is defective.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-may-2023. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the stopper is misshaped consistent with a jammed stopper condition for an extended length of time. Potential root cause for the stopper jammed defect is associated with the assembly process. A device history record review was completed for provided lot number 2286374. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use was deformed causing leakage. The following information was provided by the initial reporter: rubber stopper in 10ml ll syringe is defective and disformed allowing medication to leak past the stopper medication has ability to leak out of syringe as plunger is defective.